Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient was experiencing high impedance on multiple contacts of their scs cervical lead. It was noted that the patient was not receiving effective left side neck coverage due to the lead not being placed for optimal bilateral coverage. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs lead was explanted, replaced, and therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.